Event description:
Boston scientific received information that this pacemaker was explanted. At a follow-up in (B)(6) 2011, the magnet rate was 100 ppm with a longevity of 2 years remaining. At the most recent follow-up, however, this pacemaker reached end of life (eol). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.